Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and photographs of the sample were provided for evaluation. Visual inspection was performed on the actual sample and the reported leakage was not easily identified; however, visual inspection of the photographs identified leakage at the lower back left middle area of the eva bag, located at the eva lay-flat (film) of the bag. Functional leak testing of the actual sample was performed and leakage at the lower back left middle area of the eva bag, located at the eva lay-flat (film) of the bag. A pinhole puncture/cut defect was identified located at the leak area. The reported condition was verified. The cause of the pinhole puncture/cut defect could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was further described as, "there was a leakage of medication in a location not close to the puncture sites". The bag was filled with tpn. This occurred prior to patient use. There was no patient involvement. No additional information is available.